Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10 a getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the display , display gasket , lower keypad cover gasket , keypad housing, label display and the display bezel. The fse demonstrated for the staff how to ensure that the display was locked onto the console when using the transport. The fse performed functional testing and safety checks. The unit was returned to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preparation for use in a transport and prior to patient use, the cs300 intra-aortic balloon pump (iabp) unit display cracked. Display wasn¿t latched onto console properly and fell on the ground. There was no patient involvement.